Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/6/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported elevated cobalt with damage to femur requiring revision surgery and pain with physical activities and certain movements. Medical records reported osteolysis with calcar resorption, 3 pseudotumor like fluid collections on mars MRI, lab results for metal ions less than 7 parts per billion, pain, and radiograph reportedly showing metal shavings coming off the prosthesis. There was no revision surgical report within medical records reviewed at this time. Patient harms updated. The complaint was updated on: apr 28, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Update rec'd 12/11/2015: litigation papers allege that 10 years after implantation the patient experienced pain in his left hip while playing golf. During a visit with his surgeon, the surgeon conducted a blood test and determined that the patient's serum cobalt level was very elevated.